Event description:
Consumer reported used ace heart therapy patch on her back while hiking on appalachian trail, carrying 35lbs. When consumer removed the patch, the patch took of skin the size of a silver dollar. No medical attention was sought, however, consumer was self-treating using neosporin.

Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar condition for the lot reported. Product was discontinued.